Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacturer's evaluation.

Event description:
During a review of a continuous cycling peritoneal dialysis (ccpd) patient's medical records, it was determined that a peritonitis event occured (B)(6) 2015. Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital for bacterial peritonitis due to not following aseptic technique. She stated that the patient has a history of non-compliance and the recent diagnosis of peritonitis was the main factor in the switch to hemodialysis per the patient's nephrologist. She stated medical records would not be provided.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. Medical records were requested from the patient's treatment facility and will not be made available.